Manufacturer narrative:
The product was not return to ldr medical yet. Visual and functional evaluation cannot be performed yet. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : disassembly from inserter. From information initially provided by the reporter: the implant was attached to the inserter. The surgeon went to implant the device and the implant fell off the peek cartridge. He removed the device and implant a new mobi-c. Additional information on november, 12th, 2018: the patient is doing well with no complications. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿) the reporter believe the surgeon had some distraction. According to the reporter, the surgeon encounter a little resistance while inserting prosthesis. The implant was inserted straight up and down (no angle). No difference in surgical steps between the first and the second implant was noticed. The surgeon not used the mobi-c no touch level. The surgeon not used the distraction forceps.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, a mobi-c implant disassembled upon insertion into the disc space. There was no reported patient harm or additional impact to surgery.